Event description:
The customer contacted stryker to report that their device did not recognize the electrodes. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not recognize the electrodes. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section h6 method code grid of supplemental MDR indicates: device not returned. Section h6 method code grid of supplemental MDR should indicate: device not returned; communication/interviews. Section h11 additional mfg narrative of supplemental MDR indicates: the device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Section h11 additional mfg narrative of supplemental MDR should indicate: the customer's device was not returned to stryker for evaluation. The customer has confirmed that they did not use the stryker electrodes. The electrodes used for the alleged issue were discarded. The reported issue could not be verified or duplicated and the cause of the reported issue could not be determined. The customer was advised to use stryker approved accessories. It is mentioned in lifepak 20e defibrillator/monitor operating instructions (pn: 3313187-034). On page 1-3 that: "using other manufacturer¿s cables, electrodes, or batteries may cause the device to perform improperly and invalidates the safety agency certification. Use only the accessories specified in these operating instructions."

Event description:
The customer contacted stryker to report that their device did not recognize the electrodes. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.